Event description:
It was reported that the patient complained of diaphragmatic stimulation when lying on their left side, but did not feel it on the right side. The left ventricular (lv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead, implanted: (B)(6) 2010. (B)(4).